Manufacturer narrative:
An event of pericardial effusion and respiratory tract infection was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion and respiratory tract infection could not be confirmed. An unexpected medical intervention and a prolonged hospitalization are results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 20mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amulet delivery sheath. The patient had a pre-existing atrial fibrillation and lung infection. Transseptal puncture was inferior and mid. The patient's activated clotting time (act) level was approximately 250 seconds. Heparin was administered. During the procedure the occluder was partially re-captured twice. Upon closing the left atrial appendage, the patient presented with an 8mm moderate pericardial effusion. The patient had prolonged hospitalization for monitoring. Approximately a week from the procedure the patient developed a pulmonary infection. The infection was treated. The patient status was stable. The user believed the pericardial effusion was due to the patient's pre-existing lung condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 20mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amulet delivery sheath. The patient had a pre-existing atrial fibrillation and lung infection. Transseptal puncture was inferior and mid. The patient's activated clotting time (act) level was approximately 250 seconds. Heparin was administered. During the procedure the occluder was partially re-captured twice. Upon closing the left atrial appendage, the patient presented with an 8mm moderate pericardial effusion. The patient had prolonged hospitalization for monitoring. Approximately a week from the procedure the patient developed a pulmonary infection. The infection was treated. The patient status was stable. The user believed the pericardial effusion was due to the patient's pre-existing lung condition.